Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test, prime test and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and encoder signal out alarm confirmed in the alarm history. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. We were unable to perform the unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, scratched keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and during rewind, the settings were cleared. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer also reported to have received a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.